Manufacturer narrative:
The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's age information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose of 49 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly.